Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set site and insulin delivery was resumed. The customer's blood glucose (bg) level was in the 300's mg/dl and a correction bolus was delivered to address the bg level.